Event description:
According to the initial reporter: rt common and external iliac vein was stented with zilver vena for iliac vein compression. Case was successful, no problems. Pt returned to have lle venogram, noticed rle stents had traveled to pulmonary artery/rt atrium